Manufacturer narrative:
The customer's meter was received for investigation. The device did not turn on during investigation, therefore the errorlog could not be read out. Meter was disassembled for further investigations.the meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board was contaminated. The contamination on the battery contacts caused a power interrupt, therefore it is not possible to turn on the meter. Furthermore, the contamination can lead to the mentioned problem with the fading segments. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The customer's meter was requested for investigation. Occupation is lay user/patient. The investigation is ongoing.

Event description:
The initial reporter stated they had an issue with the display for the coaguchek xs meter, which could affect the interpretation of the customer¿s results. The device's display has missing segments. No actual misinterpretation of a result occurred.